Event description:
It was reported that during a da vinci si pulmonary lobectomy procedure, the cannula bent, causing tiny shavings from the thoracic grasper instrument to break off and fall into the patient. The fragments were not retrieved. Tiny shavings from a 2nd thoracic grasper instrument used during the procedure also broke off and fell into the patient. The fragments were not retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. MDR 2955842-2012-00260 was submitted for the lst thoracic grasper instrument and MDR 2955842-2012-00261 was submitted for the 2nd thoracic grasper instrument. Late submission of this report is due to a data entry oversight that occurred after receipt of the complaint information by customer service.

Manufacturer narrative:
The cannula has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the it is returned (post engineering evaluation). On may 15, 2012, isi contacted the (B)(6) medical center and she indicated that the initial reporter of this event is on leave and that she was not aware of the reported event and that she will have to perform an investigation into the reported event and she follow up with isi with additional information upon completion of her investigation. On may 17, 2012 isi contacted the surgeon assisting at the patient side cart and he indicated that he was not aware that any shavings from the thoracic grasper instruments used during the surgical procedure fell into the patient and he does not recall the number of times the thoracic grasper instrument(s) were changed out during the surgical procedure, however, the planned surgical procedure was completed and there was no patient harm, adverse outcome or injury. On may 24, 2012, isi followed up with (B)(6) and she indicated that her investigation into the reported event is still in progress, however, there was no report by the surgical staff concerning the reported event and that once her investigation was complete she would provide additional information. Isi has made several attempts to follow -up with (B)(6) concerning the status of her investigation, however, however, no additional information has been provided. A follow-up MDR will be submitted if additional information is received.

Manufacturer narrative:
This medwatch report has been reclassified as being an adverse event/product problem as the fragments from the instruments related to this report were not retrieved from the patient. Medwatch report numbers 2955842-2012-00260 and 2955842-2012-00261 were submitted regarding the related instruments.